Manufacturer narrative:
The technician replaced the communication cable to resolve the issue.

Event description:
The technician alleged the bed exit alarm is not sending an alert to the nurses' station. No pt impact.